Event description:
Patient reported obtaining back-to-back blood glucose results of 112 mg/dl on a professional meter and 211 mg/dl on his meter. He states that during cardiac rehab the hospital routinely tests his blood glucose level and they obtained a low blood glucose, result unk, and gave him juice that he drank. No results were performed on his meter during this time. Patient did not modify therapy based on these results. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact system: strip lot 20659342 with expiration date 08/31/2008.

Manufacturer narrative:
The suspect product is the compact strip.